Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 8 months. A portion of the driveline was received for investigation. The evaluation is not yet complete. The pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient reported red heart alarms while the system was connected to the power module. The patient was asymptomatic, lvad parameters were within normal limits, and no alarms occurred while the system was connected to batteries. On (B)(6) 2016, the patient presented to the clinic for evaluation. While the system was connected to a grounded power module patient cable, a pump stoppage alarm occurred. The hospital reviewed the event history and noted a low speed advisory and pump stoppage which appeared to have occurred during the night while the patient was at home. An additional pump stoppage was captured the next day when the patient was reportedly attempting to reproduce the alarm. The patient kept the system connected to batteries over the weekend with a plan for driveline replacement on (B)(6) 2016. On (B)(6) 2016, a driveline replacement up to the driveline exit site was performed successfully. The system was connected to a power module and no immediate alarms occurred. On (B)(6) 2016, the patient was readmitted, initially for aicd shocks. Upon interrogation, pump stoppage alarms were observed with multiple pulsatility index events. The patient was asymptomatic and was being paced by their aicd. The patient had a therapeutic inr at 2.5, but admitted to skipping their coumadin dose on (B)(6) 2016. The hospital was unable to produce alarms by manipulating the driveline. It was reported there were no changes in pump parameters from baseline and no recent weight gain or loss. On (B)(6) 2016, the patient underwent a pump exchange, with the reason for exchange reported as device failure.

Manufacturer narrative:
Approximately 16.5 inches of the external portion/distal end of the driveline was replaced and returned for evaluation. Continuity and high potential testing was performed on the replaced portion of the driveline and did not reveal any evidence of compromised wires that would have resulted in the reported event. The pump was then exchanged and returned for evaluation with the driveline cut approximately 11 inches from the pump housing. The severed portion of the driveline was not returned. Continuity testing was performed on the returned portion of driveline and all wires were found to be electrically intact. No shorts or discontinuities were found during this testing. The shielding and bionate layers of the driveline were removed, and examination of the underlying wires revealed two breaches in the insulation of the black wire approximately 10 inches from the pump housing. As a result, the conductors of the black wire were exposed. The insulation breaches appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. Further examination of the remaining wires in this area revealed marks consistent with abrasion. The breaches to the insulation of the black wire would have interrupted pump function as a result of the exposed conductors of the black wire potentially contacting the braided shield and creating an electrical short to ground if the device was supported by the power module. This short would have caused the reported low speed and pump stop events. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.